Event description:
The patient with this implantable cardioverter defibrillator (ICD) system called technical services (ts) and reported having a surgical procedure around (B)(6) 2024 and a few days later, the clinic received an alert that indicated that this right atrial (ra) lead was dislodged. The patient reported over the past few months since the procedure, they had been experiencing episodes of shocks, syncope and have been retaining fluids. The patient noted having visited the device treating clinic and the device was reprogrammed, however, later that night the patient reportedly experienced heart palpitations. A revision procedure was performed, where the physician explanted the ICD device and surgically abandoned the ra lead. A new replacement device and lead were implanted successfully. No additional adverse patient effects were reported.